Event description:
According to the available information, a 76-year-old patient was hospitalized for the treatment of a stone at the left ureteropelvic junction with an indication for insertion of a jj catheter. While inserting the jj catheter into the ureter, the surgeon noticed that the catheter was disintegrating. As it was introduced into the patient's urethra, the last layer of jj material peeled off and uncoiled like a coil. The jj remained in one piece, so there was no need to recover any pieces.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number 9973915. No sample is available and as of april 2nd, 2025, we no longer have any parts from this batch in stock for analysis. Without sample or picture of the incriminated device we cannot do more than documentary investigation which revealed no anomaly registered during production. Several similar stent were collected of our production workshop and different trials were done, without success, the defect could not be reproduced. According to the information known quality database was checked and revealed no anomaly in relation to the describe defect. A similar case study was performed based on biosoft product; defect stent damaged/broken between march 2021 to march 2025, 10 similar cases were found. The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information, a 76-year-old patient was hospitalized for the treatment of a stone at the left ureteropelvic junction with an indication for insertion of a jj catheter. While inserting the jj catheter into the ureter, the surgeon noticed that the catheter was disintegrating. As it was introduced into the patient's urethra, the last layer of jj material peeled off and uncoiled like a coil. The jj remained in one piece, so there was no need to recover any pieces.